Event description:
It was reported a device was used during an unknown procedure. Originally reported device not being returned. Device returned had a torn gasket. There was no consequence to the pt. Unknown how case completed.